Event description:
The patient's family member called to report that the patient has been waking up during the night with a burning sensation in the area of the device. It was then further reported by the patient that they have a burning and stinging in their chest over the pacemaker. Follow-up information reports that the patient has contacted their doctor and they talked about a patch test for allergies but there has been no action/no resolution as of yet and no further information was available/noted in the patient's chart. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.